Event description:
It was reported there was an intermittent faulty rate knob, unable to increase rate. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; encoder flex is damaged. Analysis also found the ring cover is broken. (B)(4).